Manufacturer narrative:
Additional info: updated a and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received "there was an unknown delay".

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Add info received: this issue occurred intra operatively.

Manufacturer narrative:
H2) the power tray was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Verified both fuses in the power tray tested good. Install power tray into test system. The system powered on, booted and readied several times successfully. The system functioned as expected. Multiple 2d and 3d imaging were taken and successful. No functional problem found while under test. B01, c19, d14 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000195, serial/lot #: (B)(6). Rev. 5. H2) the pcba generator control was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. Installed pcba generator control in test system. The system initialized with beeps from the generator and generator errors (the generator has been reseated due to a software interrupt) unable to take 2d and 3d images. B01, c02, d02 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000222r, serial/lot #: (B)(6). Rev. F. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received: caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and replaced power supply. Then generator control board had no settings, once replaced, the system was missing brake power. Replaced power tray to make new power conversion enclosure compatible. Recalibrated gen control board to voltage specifications. Completed system checkout, system functioned normally. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, product ID: bi71000222r; product ID: bi71000861: product ID: bi71000180; product ID: bi71000442; product ID: bi71000444; product ID: bi71000137: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system would not spin with either hand switch or footswitch in 3d after completing a 2d spin. System then froze and would not go back to 2d. Patient was present. There was unknown surgical delay and impact on patient outcome.